Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer's insulin pump alarmed with motor errors and unusual loud noises during rewind. The customer's blood glucose level was 167 mg/dl at the time of the incident. Customer declined troubleshooting. Customer was unable to complete pump rewind. Customer was advised to discontinue use of the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and rewind test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test due to motor error alarm. No unexpected rewind anomalies noted.